Event description:
Implant broke on insertion into the femur (average bone quality) and the tip was not retrieved. Surgeon completed by using a low profile cancellous post in the side of femur and tied over to the graft with suture. No adverse consequences were reported with the patient from this event. This device is used for treatment.

Manufacturer narrative:
Device was not returned and DHR review revealed nothing relevant to the event. This is a polylactic acid polymer based implant. When this implant experiences an excessive amount of force/torque as a result of over insertion and/ or improper bone preparation and/ or not inserting the implant perpendicular to the insertion site; damage to the implant will occur. However, this determination cannot be concluded without implant evaluation. This is the first complaint reported for this part/lot combination and there are no more of this lot in stock.